Event description:
A pt reported experiencing inaccurate erratic results with a fasttake with a fasttake meter. The pt's blood glucose results were 53mg/dl, 202mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.